Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's health care provider found the wake button hard to push and intermittently unresponsive. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.